Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 7 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported this patient with poor oral hygiene had a bone defect, implant mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.